Event description:
It was reported that the trial patient did not feel the stimulation from their external neurostimulator (ens) in their left leg but was feeling pain in the left part of their rib cage. The patient increased program 1 and felt shocking in their rib cage. The patient then turned the stimulation down the amplitude and the pain in their rib cage went away. It was noted that the trial lead component had ¿moved a little¿ and was removed which resolved the patient¿s symptoms. The patient was going to move on and get the implantable neurostimulator (ins) device when they get workman¿s compensation approval. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).